Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the white smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "white smoke" or haze emitting from the sterrad® 100nx sterilizer. One healthcare worker (hcw) experienced a reaction of eye irritation. Advanced sterilization products (asp) requested additional information regarding their symptoms but has received nothing further to date. An asp field service engineer was dispatched to assess the unit onsite. Based on limited information received, the reported symptoms of eye irritation suggest the event was not serious. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
It was reported upon follow-up that smoke was observed, but there was no reaction in the healthcare worker (hcw) and no medical treatment needed. Patient codes: correction from 1941 to 2199. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). Trending analysis of the smoke/haze issue was reviewed from within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the smoke/haze issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).